Event description:
The customer reported that during imrt treatment session, the 4-d treatment console gave an error message. The console software closed. When the console software was re-opened, the field just treated was not marked as treated and allowed to mode up. The patient treatment session was completed. During weekly chart check, it was noted in aria patient history that 1 of 10 fields for the patient was recorded as treated 2 times during that session. The recorded treatments were approximately 3 minutes apart. There was no report of injury to patient and no further patient condition data was provided.

Manufacturer narrative:
The reported issue was confirmed on (B)(6), 2010. Varian's investigation identifies that if the 4ditc application crashes during a multi-field split carriage imrt treatment delivery, an error condition in updating the patient's session information in the cache may occur, and the field(s) and/or subfields can be delivered again without warning to the user. The result would be a treatment delivery with higher than intended dose to the target volume and possible increased dose to normal tissues and critical structures. The dose uniformity within the target volume would also be affected by the duplicate delivery of the beam(s). Unintended dose in this range would be unlikely to lead to serious harm and would be expected to be detected during the treatment session or by weekly chart check. A customer technical bulletin will be sent to affected customers to provide clarification and further instructions regarding this issue. No follow-up reports are anticipated.